Manufacturer narrative:
The device was not returned for evaluation as it remained implanted. The complaint for structural valve deterioration (svd)- calcification was unable to be confirmed as medical record and/or relevant imagery was not provided for evaluation. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU revealed no deficiencies. While edwards durability testing of sapien 3 valve meets and exceeds current iso standard and FDA guidance for bioprosthesis valve durability requirement (200 million cycles of accelerated wear testing (awt), which is equivalent to 5 years of durability), bioprosthetic valves are known to have a limited life span due to valve degeneration/deterioration. Valve degeneration/deterioration is generally due to a gradual, multi-year, and patient-specific process of calcification of the leaflets, and it is a potential adverse event associated with bioprosthesis heart valves per IFU). With the known inherent risk of device, valves that are reported for degeneration (increased gradient) post implantation over 5 years are considered natural deterioration of the valve and not a design or manufacturing deficiency; therefore, it is not included in the risk management file. In this case, the device under investigation had been implanted for more than 5 years (implanted on 22-aug-2011). There is no evidence of a design and/or manufacturing deficiency contributing to the reported event. Therefore, risk management file review is completed, no further action is needed. An existing technical summary documents the root cause analysis on valve calcification over the time in patient. Per the technical summary, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Edwards' thv valves undergo tissue processing, which is a heat treatment process used to reduce calcification variability and lower calcification levels. Clinical results of thv implantation show similar mortality and significantly lower svd rate compared with surgical aortic valve replacement after 6 years of functioning. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. Furthermore, evaluation of reported complaints for valve and structural valve deterioration (svd)- calcification did not confirm any manufacturing non-conformances and identified that the proper manufacturing mitigations have been implemented. Additionally, per the technical summary, no evidence of a product non-conformance or device malfunction were found in any of the valves returned for these complaints. As reported "approximately, eleven (11) years two (2) months post procedure, the 26mm sapien 3 valve was stenotic." Furthermore, it was noted, "a CT scan confirmed moderate calcification and mild to moderate leaflet thickening." While a definitive root cause was unable to determine due to limited information provided, the technical summary indicates that valve calcification is likely related to patient conditions. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Updated sections b5, d1, d4, and g4.

Event description:
As reported from our affiliates in canada, approximately eleven years and two months post procedure, a 26mm sapien valve was stenotic. The patient was symptomatic with congestive heart failure symptoms such as shortness of breath and syncope. A CT scan confirmed moderate calcification and mild to moderate leaflet thickening. A successful valve in valve was performed with 26mm sapien 3 valve. Patient outcome was stable. The patient was discharged home.

Manufacturer narrative:
Corrected a.1. Added information to d.4 and h.4 based on serial number provided. The valve calcification was unable to be confirmed as medical record and/or relevant imagery was not provided for evaluation. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU revealed no deficiencies. An existing technical summary documents the root cause analysis on valve calcification over the time in patient. Per technical summary, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Edwards' thv valves undergo thermafix tissue processing, which is a heat treatment process used to reduce calcification variability and lower calcification levels in comparison to xenologix process. Clinical results of thv implantation show similar mortality and significantly lower svd rate compared with surgical aortic valve replacement after 6 years of functioning. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Furthermore, evaluation of reported complaints for valve calcification did not confirm any manufacturing non-conformances and identified that the proper manufacturing mitigations have been implemented. Additionally, no evidence of a product non-conformance or device malfunction were found in any of the valves returned for these events. As reported ''approximately, eleven (11) years two (2) months post procedure, the 26mm sapien 3 valve was stenotic.'' Furthermore, it was noted, ''by CT was confirmed that was moderate calcified and there was mild to moderate leaflet thickening.'' While a definitive root cause was unable to determine due to limited information provided, the technical summary indicates that valve calcification is likely related to patient conditions.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in (B)(6), approximately eleven years and two months post procedure, a 26mm sapien 3 valve was stenotic. The patient was symptomatic with congestive heart failure symptoms such as shortness of breath and syncope. A CT scan confirmed moderate calcification and mild to moderate leaflet thickening. A successful valve in valve was performed with 26mm sapien 3 ultra valve. Patient outcome was stable. The patient was discharged home.